Event description:
The oxygen sensor keeps going off according to rt respiratory therapist. The machine was sent to biomed biomedical engineering for repair.biomed trouble shot unit and found o2 sensor connector was loose. Biomedical engineering reconnected cable to connector and re-ran all tests: they passed and verified proper operation and returned to service.